Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with phrenic nerve stimulation. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.